Event description:
It was reported that the patient experienced a change in therapy effect. When the patient was lying down, they seemed to reach efficacy; when they stood up, they did not. No reservoir volume discrepancies have been noted. A catheter dye study was conducted; the dye tended to pool around the catheter. Final patient's outcome was not reported.

Manufacturer narrative:
Results: used for the catheter.